Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2019, the patient experienced high blood glucose level due to which she changed out the infusion set but she did not look at the cannula to see if it was compromised. After changing the set, the patient continued to experience high blood glucose level reported to be 600 mg/dl. The patient tried to self-treat by delivering 10 units bolus via injection. The infusion set had been in use for 24 hours. On (B)(6) 2019, the patient went to the emergency room and was subsequently admitted to the hospital for diabetic ketoacidosis and high blood glucose level. On (B)(6) 2019, the patient removed the cannula while she was still in the hospital and found the cannula to be bent. As corrective treatment, she received insulin and fluids via intravenous route, which resolved the issue. On (B)(6) 2019, the patient was released from the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.